Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery, incisional hernia repair surgery and removal of adhesions on (B)(6) 2014 during which the surgeon noted the mesh had shifted intraperitoneally allowing for an aperture to occur for a new hernia to occur. The previously placed mesh was removed. It was reported that the patient experienced mesh migration, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.